Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A lead fracture is suspected could not be confirmed. The patient is currently in atrial fibrillation (af) and will be seen again in the near future. No adverse patient effects were reported.